Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported no vibration the g6 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation but cannot confirm the issue or determine a probable cause. The reported no vibration on the g6 mobile application was undetermined. A probable cause could not be determined via data.